Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 413 mg/dl and treated with the insulin pump bolus. The customer had lunch blood glucose 339 mg/dl and then after lunch 417 mg/dl. The customer changed out the infusion set. The customer did troubleshoot for the infusion set and found air bubbles and blood. The customer declined troubleshooting for the high blood glucose levels. The insulin pump will not be returned for analysis.